Event description:
It was reported during the procedure, one of the threads of the screw started to come off when implanting into the plate. The procedure was completed without using the screw. There were no adverse consequences to the patient nor significant delay to the case. A new screw was opened to complete the procedure. This report is related to report number 3025141-2022-00228 for the plate involved in this event.

Manufacturer narrative:
The returned product was examined under magnification. Under magnification the batch number of the 3.5mm x 13mm locking hexalobe screw was confirmed as 548085. The plate used with the screw was not returned. The screw showed a loose piece of thread hanging off the side of the shaft near the head of the screw. Additionally, multiple threads which were shiny, bright and slightly flattened. Both of these signs indicate that the screw had been stripped. Additionally, slight signs of denting and wear were shown around the hexalobe recess of the screw head. Potential causes for stripped screws can include but are not limited to misaligned insertion, dense bone, or inadequate pilot hole depth, etc.; however, due to unknown procedural conditions, the root cause could not be determined.